Event description:
The customer reported elevated hemoglobin 2 (hb2) result, for one patient and elevated controls, involving the unicel dxc 660i synchron access clinical system. The controls were analyzed on the same rack as the patient sample and results were generated at the same time. The customer proceeded to manually hemolyze the sample off line and reanalyze the sample and indicated there was an error in sample preparation; the sample was improperly diluted. The customer forwarded the sample to other reference laboratories which was analyzed on two other alternate methodologies and obtained lower results of 12.3 g/dl and 12.3 g/dl. The customer repeated the test by manually inverting the sample and then analyzed the sample on an alternate dxc 660i system and recovered a result that correlated with the two reference laboratories' results, and the value was reported. The erroneous hemoglobin 2 result was not released out of the laboratory. Further review of the customer-supplied data indicates additional questionable results based on the hb2 value (the customer was aware of these results). One patient sample yielded suppressed or high for hb2; the sample was reanalyzed and recovered a result of 27.8 g/dl. Three additional samples were also noted based on high hb2 results. The customer indicated these results were not released from the laboratory. There was no evidence that the three hb2 results were considered erroneous. Further investigation revealed the customer was utilizing the within-lot calibration feature and had loaded new reagent cartridges (hb2 and a1c2) on board prior to the event since there was only nine test volume remaining on the hb2 cartridge. The customer then reanalyzed the controls (after the event), and the results were back within range. The customer reanalyzed all five patient samples and confirmed the original results.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Patient samples were collected in 13 x 100 mm edta plasma tube and analyzed from the primary tube and off line preparation sample cup. The customer indicated quality control (qc), performed on the near empty hemoglobin cartridges, was acceptable. A definitive cause of the event is unknown.